Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The unit was analyzed and confirmed error 25920, but the issue was not reproducible. Visual inspection was normal and functional testing passed on all ports. Logs showed additional intermittent error codes (c-06, m-18, m-11, 2-8a, 4-8a, m-36, m-32, m-1c, m-b1), including an m-b1 entry during testing. Root cause could not be determined. The complaint was confirmed by failure analysis. The probable root cause is attributed to component failure based on electrical and fiberoptic defects. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure using an xi system, an operating room (or) staff called to report an issue using the fenestrated bipolar instrument. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed system logs and identified errors associated with the lower bipolar port. The tse advised the site to connect to the upper bipolar port to determine whether the issue persisted. The staff would check the upper port. The procedure was completing as planned with no report of patient injury.